Event description:
The account alleged the bed has unintentional movement of the head section. No injury reported.

Manufacturer narrative:
The technician ordered a power control board assembly and caregiver controls. No further information is available on the repair of the bed at this time.